Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. During use, they noticed that on the wire guide that comes preloaded with the device, the coating on the wire began to peel off at the distal end of the wire. The customer called in "fraying" but the cook district manager believes it was the coating peeling. [The user] removed the device from the patient and used another of the same device to complete the procedure [lost wire guide access and subject of this report]. Additional information was received on (B)(6) 2019: the user cannulated the bile duct, injected contrast, performed a sphincterotomy, and removed the device [sphincterotome] from the endoscope. After the device was removed and before the next device was advanced over the pre-loaded wire guide that remained in the duct, they noticed the coating of the wire coming off and removed the wire [lost wire guide access]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The wire guide was returned along with the associated sphincterotome. During a visual examination it was observed that the wire guide tip was kinked approximately 2 cm from the distal end. Wire guide coating had peeled exposing bare core wire approximately 13.4 cm and 15 cm from the distal end. No portion of the wire guide coating appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The wire guide was returned along with the associated sphincterotome. During a visual examination it was observed that the wire guide tip was kinked approximately 2 cm from the distal end. Wire guide coating had peeled exposing bare core wire approximately 13.4 cm and 15 cm from the distal end. No portion of the wire guide coating appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. During use, they noticed that on the wire guide that comes preloaded with the device, the coating on the wire began to peel off at the distal end of the wire. The customer called in "fraying" but the cook district manager believes it was the coating peeling. [The user] removed the device from the patient and used another of the same device to complete the procedure [lost wire guide access and subject of this report]. Additional information was received on 10-june-2019: the user cannulated the bile duct, injected contrast, performed a sphincterotomy, and removed the device [sphincterotome] from the endoscope. After the device was removed and before the next device was advanced over the pre-loaded wire guide that remained in the duct, they noticed the coating of the wire coming off and removed the wire [lost wire guide access]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.